Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements above 200 ohms, the rv was reprogrammed and remains in service. No adverse patient effects were reported.